Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there was a chronic inflammatory reaction on the right side of the pelvis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included diverticulosis and nephrolithiasis. Concurrent conditions included lower abdominal pain and cystoma. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), diverticulum ("diverticulosis") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(unilateral) and hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes);oophorectomy (one side)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, endometriosis and diverticulum outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and hypertonic bladder had resolved. The reporter considered abdominal pain, bladder disorder, diverticulum, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypertonic bladder, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, endometriosis, diverticulosis. No. Of coils: right ¿ 5, left ¿ 6 both of the essure devices were inside the tubes with no evidence of the essure, tubal migration or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a. Right salpingo-oophorectomy - right ovary with benign multicystic endometrioma and acute fibrinous serositis. Right fallopian tube with acute fibrinous serositis. B. Hysterectomy and left salpingectomy - uterus (146 grams) with proliferative endometrium and benign endocervicitis. Left fallopian tube with endometriosis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headaches, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), overactive bladder, pid were added. Outcome for events were added. New reporter, plaintiffs information added. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there was a chronic inflammatory reaction on the right side of the pelvis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B04948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included diverticulosis and nephrolithiasis. Concurrent conditions included lower abdominal pain and uterine cyst. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), diverticulum ("diverticulosis") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(unilateral) and hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes);oophorectomy (one side)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, endometriosis and diverticulum outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and hypertonic bladder had resolved. The reporter considered abdominal pain, bladder disorder, diverticulum, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypertonic bladder, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, endometriosis, diverticulosis. No. Of coils: right ¿ 5, left ¿ 6 both of the essure devices were inside the tubes with no evidence of the essure, tubal migration or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a. Right salpingo-oophorectomy - right ovary with benign multicystic endometrioma and acute fibrinous serositis. Right fallopian tube with acute fibrinous serositis. B. Hysterectomy and left salpingectomy - uterus (146 grams) with proliferative endometrium and benign endocervicitis. Left fallopian tube with endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headaches, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), endometriosis ("endometriosis") and diverticulum ("diverticulosis"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral),oophorectomy(unilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, migraine, headache, endometriosis and diverticulum outcome was unknown and the bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, diverticulum, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure explant date. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraine, headaches, endometriosis, diverticulosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), urinary problems, bladder problems, fatigue, migraine, headaches, endometriosis, diverticulosis and plaintiff did not undergo confirmation test. Outcome for events urinary problems, bladder problems were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.